Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up: it was reported tips breaking off and syringes are leaking around the plunger. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #, unknown lot # unknown   verbatim: rcc received a complaint via email. Email(s) attached. We are having issues with luer lock syringe tips breaking off when luer locked to a closed system transfer device, syringes leaking around the plunger (while chemo agents are drawn up) and today I found sealed sterile syringe wrappers with no syringe in them. Unfortunately, I have not saved any of the previous information you request up to this point.